Event description:
A child in the ICU with an external ventricular drain in place was receiving fentanyl boluses overnight from (B)(6) 2013. The child had an unsteady night with intra-cranial pressures increasing into the mid 20's. It is presumed that the boluses being administered were incorrect and they would like an event log review to validate that. The ordered and intended boluses were 60 mcg of fentanyl on (B)(6) 2013 at 2100, 2200, 2300 and (B)(6) 2013 at 0100, 0200 and 0300. When the icp's increased to the 20's, the patient received multiple versed, fentanyl and vecuronium boluses. Stat labs were drawn, a portable CT was ordered, 3% saline was administered and the vent settings were changed. The icp was between 25 and 30. The belief is that the fentanyl boluses were under dosed. Customer stated the user did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included. This report was filed by the MFR. No devices were returned for this investigation. The reported customer's request for a log review for a possible underperfusion of fentanyl has been completed. According to the log the last bolus dose administered during the time period of interest was 6 mcg which could have contributed to the perceived under dosing. A review of the associated pcu event log for the fentanyl infusion indicates that the fentanyl infusion was first programmed and started at 5:56 am on (B)(4) 2013 at a continuous rate of 2.5 mcg/kg/h. During the time period in question ((B)(4) 2013 2100 through (B)(4) 2013 0300) 6 bolus doses were administered with each dose equaling a dosage of 60 mcg which is what the user reported to be the intended dosage. The final bolus dose at 3:00 am, however, was programmed for only 6 mcg. The root cause of the customer's experience was not definitively determined. The log review indicates that the fentanyl infusion was programmed as intended up until the final dose which was less than intended.